Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. The case was escalated to the next level of support.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, support continued monitoring and asked for updates. Within a week, the patient reported the sensor's accuracy had noticeably improved since the re-link. She decided to continue using the system without further troubleshooting, agreeing to contact support if discrepancies persisted. The final review confirmed her sensor was functioning normally, showing up-to-date glucose readings and weekly calibrations. B4.date of this report 08 feb 2026. G3.date received by the manufacturer? 08 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.